Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." H10: add user error statement b5. H6: add code 61.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 40-45 mg/dl. Customer consumed juice and carbohydrates to treat bg. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the low bg. Cts determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation. The cause of the low bg was either due to an unknown issue or due to the customer administering multiple correction boluses. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) reaching 45 mg/dl. Customer consumed juice and candy to treat bg. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the low bg. Cts determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation; there for cause of the low bg was unknown. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.